Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a cook silicone balloon hysterosalpingography injection catheter. As reported, the physician used the provided syringe to test the hsg catheter before placing the device. During the process of use, leakage was discovered. Another new device was used to successfully complete the procedure. No adverse events were reported. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. Visual examination confirmed one cook silicone hysterosalpingography injection catheter was returned in a used condition, with the balloon material ruptured. A gap of approximately 2mm was measured in the balloon material, located 5mm from the distal tip. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "upon removal from the package, inspect the product to ensure no damage has occurred." A definitive cause of the events could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k)- k180291. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a hysterosalpingogram, a cook silicone balloon hysterosalpingography injection catheter ruptured. The device was tested by the physician prior to use. After insertion into the patient's uterine cavity, the balloon was observed to be leaking. The balloon ruptured after the physician inflated the balloon "too fast" with 2ml saline. A replacement device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.